Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office reported that their patient contacted them saying that after she began her at-home whitening, her lips swelled and felt numb. Office questioned if this could be a result of an allergy to hema in the kör desensitizer. Confirmed that symptoms were consistent with a hema allergy and to have the patient stop using the desensitizer. Additionally, instructed dental office to have the patient clean her trays really well in cold water plus have her clean her tray case and anything that the desensitizer may have touched. Advised that when the patient is no longer symptomatic, she may resume whitening with the new kör complete desensitizer which we sent to replace the hema desensitizer.